Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that additional surgery was performed. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After pre-dilation was performed using a 2.0x15 and nc 2.5x15 balloon catheters, a 2.75 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. The patient¿s status was good; however, additional surgery was performed. Additional information has been requested and is not available.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: synergy ous mr 2.75 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The stent od (outer diameter) of the mid section was measured and was within maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement through a calcified lesion site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that additional surgery was performed. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After pre-dilation was performed using a 2.0 x 15 and nc 2.5 x 15 balloon catheters, a 2.75 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. The patient¿s status was good; however, additional surgery was performed. Additional information has been requested and is not available.